Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the ift. In addition, we confirmed that the angulation-up angulation zero degrees ; however, it is not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.

Manufacturer narrative:
Pentax medical issued (B)(4) for the device to be returned for further evaluation. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec-3890li. In the event reported, the user stated the device up/ down angulation broken. The event timing in unknown there was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.